Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05556. It was reported that the patient's entire left-sided dbs system was explanted on (B)(6) 2019. CT scans and x-rays confirmed that the patient was twiddling.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2019-05901 & 1627487-2019-05556. It was reported that the patient's entire left-sided dbs system was explanted on (B)(6) 2019. CT scans and x-rays confirmed that the patient was twiddling. The patient's other lead has been added to this event as a new device (device 3).